Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide an update to fields (h7 and h9). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned, and the root cause of the reported event could not be determined with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 46-year-old male patient claimed on a television channel in costa rica (channel 8) that he developed symptoms of pulmonary embolism after cholecystectomy surgery that was performed with insufflator in a hospital in mexico, 2 1/2 years ago. According to the video, the patient has been receiving treatment since then due to ongoing symptoms of dizziness, headaches, sweating, shortness of breath, suffocation, difficulty walking, speech and comprehension issues. Follow-up has been conducted for additional patient and procedural details but no further information is available at this time.